Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6) clinic. (B)(6) md facs fasmbs. History and physical. Presented with very large ventral hernia. Occurred four years ago. Been getting progressively worse with increased pain and discomfort. States it has caused difficulty breathing, nausea and diarrhea. Past medical history: diabetes. Back pain. Anxiety. Multinodular goiter. Past surgical history: left renal cryo for renal cell carcinoma. Left thoracotomy for wedge resection of carcinoid. Does not smoke or drink. No history of drug abuse. Examination: neck: goiter. Abdomen: large incarcerated incisional hernia left abdomen. No signs of strangulation. Admitted today. Laparoscopy repair tomorrow. B)(6) 2012: (B)(6) hospital. (B)(6) md. Radiology-abdomen ¿ two views. Clinical indication: pain. Comments: gas in large bowel. No distended loops of bowel seen. On last upright film appear to be some bubbles of gas lateral to rib cage. Unsure if this is due to herniation or weak abdominal wall. Impression: some bowel loops seen lateral to left lower rib cage. Unsure if this is due to herniation or weak abdominal wall. Followup CT may be of benefit. B)(6) 2012: (B)(6) hospital. (B)(6) preanesthesia evaluation. Anesthesia record. Weight 271 lbs. Current medications: metformin, lovenox. Tobacco use: no. Former smoker [discrepancy from nurse¿s notes states never smoked]. Cancer left lung ¿ lower lung. Ethanol use occasionally. ¿street drugs¿ use: no, but long time ago. B)(6) 2012: (B)(6) hospital. (B)(6) md facs fasmbs. Operative note. Pre-operative diagnosis: large incarcerated incisional hernia. Post-operative diagnosis: large incarcerated incisional hernia. Name of procedure: laparoscopic incisional hernia repair with mesh. Laparoscopic extensive lysis of adhesions, 3 hours. Assistants: emily sines, scrub tech. Anesthesia: general and local. Estimated blood loss: minimal. Specimens: none. Blood transfusion: none. Drains: none. Complications: none. Condition: stable. Extubated and transferred to pacu. Indications of the procedure: this is a 47 year-old female who presented with very large ventral hernia that occurred four years ago after incision of renal tumor. The hernia has been getting progressively worse with increased pain and discomfort as well as difficulty breathing, nausea and diarrhea. On physical examination the patient was found to be morbidly obese with bmi of 45 kg/m² and with the incarcerated left upper quadrant incisional hernia. She was admitted and scheduled for laparoscopic incisional hernia repair. Details of procedure: ¿after obtaining informed consent, the patient was taken to the operating room and placed on the bed in supine position. The abdomen was prepped and draped in the standard surgical fashion after general anesthesia was induced. IV antibiotics were given as well as 30 mgs of subcutaneous lovenox. Scds [sequential compression devices] were placed for deep venous thrombosis prophylaxis. Foley catheter was placed. Ioban drape was placed. Pneumoperitoneum was achieved via 5-mm visiport technique in the right upper quadrant midclavicular line. Ports were then placed under direct vision in the umbilicus in the right lower quadrant. A total of five ports were placed throughout the procedure. The large hernia was identified. There was small bowel loops in the hernia but they were not adherent and they were reduced easily. There was adherent omentum as well as transverse and descending colon in the hernia. These were very dense adhesions and extensive lysis of adhesions was done using laparoscopic straight scissors as well as reticulating scissor and ace harmonic. The surgery was technically difficult because of the patient¿s morbid obesity and extensive adhesions and the hernia. Lysis of adhesions lasted for three hours. The hernia defect was then measured to be 13 x 13 cm. This was then repaired using a 20 x 30 piece of gore dual mesh that was secured to the umbilicus using #0-gore sutures and protack. Due to the extensive torque of the abdominal wall, there was difficulty placing the protacks in the upper medial margin of the mesh and a small incision was made in this area and #0-gore sutures were taken to continue placing the mesh in underlay fashion. The skin was then closed with staples. The patient tolerated the procedure well. No complications occurred during the operation. By the end of the procedure the count of sponge and needle were all correct. The patient was then extubated and transferred to pacu in stable condition.¿ b)(6) 2012: (B)(6) hospital. Operating room record. Implant record. Implant manufacturer/item: gore dual mesh. Model number: 1dlmc07. Lot number: 9367186. Size: 20x30. Expiration date: 2016-06. Site: left abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc07/9367186) was implanted during the procedure. (B)(6) 2012: (B)(6) hospital. (B)(6) md facs fasmbs. Progress note. Remove patient controlled analgesia and place on oral percocet for pain; IV morphine for breakthrough. Increase ambulation. Advance diet. Keep abdominal binder. (B)(6) 2012: (B)(6) hospital. Nurse¿s notes. 09:30: noticed swelling on left side. Dr. (B)(6) at bedside to assess patient. Stated this was fluid and is normal. Patient voiced concerns afraid to move because afraid hernia will happen again. Educated okay to get out of bed and move around; just needs to take it easy and not make sudden movements. 16:00: sinus tach one teens to 130¿s. Dr. (B)(6) aware. Metoprolol ordered to help control blood pressure and heart rate. (B)(6) 2012: (B)(6) hospital. Discharge instructions. Avoid straining and lifting, no lifting more than 15 pounds 1st 2 weeks, no driving on pain medication, walk 30 minutes per day, leave steri-strips, to fall spontaneously, shower, let soap/water run over wounds, avoid scrubbing wound, avoid submerging wounds. [Missing records: records between (B)(6) 2012 and (B)(6) 2018 were not provided.] (B)(6) 2018: (B)(6) center. (B)(6) md. Operative note. Pre-operative diagnosis: left renal mass, large recurrent ventral hernia. Post-operative diagnosis: left renal mass, extensive intra-abdominal adhesions, large ventral hernia that was recurrent. Procedure(s)/description: procedure(s): left radical nephrectomy, lysis of extensive adhesions x 2 hours, removal mesh, ventral hernia repair with mesh. Findings: recurrent ventral hernia with extensive adhesions. Mesh was removed. Renal mass requiring nephrectomy on left. Attending surgeon: (B)(6) md and dr. (B)(6). Assistant(s): none ¿ 2 primary surgeon. Anesthesia: general epidural. Estimated blood loss: 250 ml. Complications (not routinely expected or not inherent to difficulty/nature of procedure): none. Specimens/cultures: mesh to pathology along with hernia sac, left kidney with surrounding tissue to pathology, left adrenal gland to pathology. Disposition: pacu. Condition: stable. Indications: this is a pleasant 52-year-old lady with previous prior therapy of a left renal mass now with enlarging mass along the left kidney as well as a large ventral and flank hernia in that area. The patient is now for what appears to be extensive surgery to remove the left kidney and repair the recurrent hernia. I explained the risks in detail to include bleeding infection possible recurrence of the hernia possible need for reoperation possible injury to the bowel possible late infection of mesh requiring further surgery possibility of injury to the spleen which is enlarged that might require removal of the spleen possible cardiac pulmonary renal infectious complications blood clots pain prolonged recover death etc. The patient understands agrees to proceed with surgery. Technique: ¿with consent the patient was taken the operating room. An epidural was placed per anesthesia. The patient was then placed in supine position. After adequate sedation and preoperative antibiotics had been given and scds [sequential compression devices] were placed lower extremities the patient had been placed under general anesthetic per anesthesia. The abdomen and left flank were prepped and draped in sterile fashion. The surgery was felt to be extensive and required 2 primary surgeons given the size of the patient the likely of adhesions from the previous surgery and mesh and need for removal of mesh in plus the large size of the kidney so because of these reasons dr. (B)(6) and myself participated as to [sic] primary surgeons. Incision made along the previous flank incision. The incision was extended both medially and laterally. Dissection was carried down to the level the hernia sac which was carefully entered. There was adhesions of small bowel and colon within the hernia sac. There were adhesions of small bowel and colon to the mesh. Care was taken to lyse these adhesions carefully. Over the next 2 hr adhesions were taken down using mainly sharp dissection. Cautery was only used where there was only fatty tissue and no bowel near by. With the adhesions taken down over the next 2 hr were able to remove some of the mesh that had been folded on itself. This was adherent to the abdominal wall and the mesh and the hernia sacs were cut away using sharp dissection and cautery to prevent further bleeding. With this completed the old mesh and hernia sac was sent to pathology. Next the attention was turned to mobilizing the left colon medially. This was done carefully using the tissue planes and the spleen which was large was also avoided in this dissection. Dr.(B)(6) will dictate the removal of the kidney and adrenal gland under separate dictation but this was done safely with minimal blood loss. The spleen and the bowel and the duodenum were not injured during this dissection as the kidney was mobilized and the hilum was ligated and the kidney and surrounding tissue were removed and blocked for a left radical nephrectomy. With this completed the wound was irrigated antibiotic solution and irricept and then saline were used to irrigate the abdomen and pelvis. There is no signs of active bleeding but we did place some evicel along the areas of dissection in the retroperitoneum to help prevent further bleeding. The duodenum was checked as well as the left colon and spleen. No signs of injuries were noted. With this completed the small bowel was run in its entirety with no signs of injuries noted. There are no signs of serosal tears of enterotomies. Further irrigation was performed aspirated away. At this point all sponge needle instrument counts reported be correct. Next a piece of ventralyte st mesh was noted to fit the defect along the flank with at least 4 cm of overlap in all directions. We changed gloves after the irrigation had been performed and then obtained the mesh and placed this into the peritoneal cavity and sewed it along its anterior flap with interrupted sutures of 2 0 prolene through and through the mesh and then the fascia. This was sewn circumferentially place with sutures roughly 1 cm apart around the mesh. The repair appeared intact at this point. All previous mesh and hernia sac was cut away to the best of my knowledge as we palpated the area to make sure there was none left. With this completed the mesh was again irrigated with irricept and saline. The attenuated fascia was closed over the mesh using interrupted figure-of-eight sutures of 2 0 prolene. The wound was then further irrigated with antibiotic solution then reapproximated along the subcutaneous tissue in 2 layers using interrupted figure-of-eight sutures of 0 and 2 0 vicryl. The subcutaneous tissue was without bleeding when this was performed. The skin edges were then reapproximated with staples. The wound was cleansed dried and covered with an aqua cel dressing. The patient allowed to awake from sedation was extubated taken to recovery room in stable condition case end. All sponge needle and instrument counts were reported to be correct at case end. Estimated blood loss was 250 ml.¿ (B)(6) 2018: (B)(6) center. Implant record. Mesh ventrio st, davol inc. (B)(6) 2018:[missing records: operative note from the second surgeon for procedure on (B)(6) 2018:was not provided.] (B)(6) 2018: (B)(6) center. (B)(6) md. Pathology report. [Accession number: ni, not indicated.] Physicians: (B)(6) md. Specimen(s): a previous mesh and hernia sac. Specimen(s): b left adrenal gland. Specimen(s): c kidney, left. Specimen(s) submitted: a. Previous mesh and hernia sac. B. Left adrenal gland. C. Kidney, left. Final diagnosis: a. Previous mesh and hernia sac: grossly consistent with mesh and hernia sac. B. Left adrenal gland: clear cell renal carcinoma (tumor possible contiguous from upper pole of the kidney). Margin involved. No adrenal gland identified. C. Left kidney nephrectomy: clear cell renal carcinoma, g2, pt4, pnx. Upper pole margin involved by carcinoma. Surgical pathology cancer case summary. Procedure: total nephrectomy. Specimen laterality: left. Tumor site: upper pole. Tumor size: 5.2 x 3.2 x 2.7 cm. Tumor focality: unifocal. Histologic type: clear cell renal cell carcinoma. Sarcomatoid features: not identified. Rhabdoid features: not identified. Histologic grade (who/isup grade): g2: nucleoli conspicuous and eosinophilic at 400x magnification, visible but not prominent at 100x magnification. Tumor necrosis: not identified. Tumor extension: tumor extension into adrenal gland (per clinician). Direct invasion (t4). Margins: involved by invasive carcinoma. Perinephric fat margin. Lymphovascular invasion: not identified. Regional lymph nodes: no lymph nodes submitted or found. Pathologic stage classification (ptnm, ajcc 8th edition): pt4: tumor invades beyond gerota¿s fascia (including contiguous extension into the ipsilateral adrenal gland). Regional lymph nodes (pn): pnx: regional lymph nodes cannot be assessed. Pathologic findings in nonneoplastic kidney: none identified. Comment(s): superior margin cannot be accurately evaluated. Carcinoma submitted as ¿left adrenal gland¿ may be extended from upper pole of the kidney. Clinical correlation is recommended. Dr. (B)(6) reviewed the case and concurred. Gross description: specimen is received in formalin in three containers with the patient¿s name. Part a is labeled ¿previous mesh and hernia sac¿ and consists of four irregular shaped fragments of tan synthetic mesh ranging from 7.6 x 4.3 x 0.8-13.4 x 3.7 x 2.1 cm with attached brown-red soft tissue. Also received is a 17.8 x 12.0 x 1.5 cm portion of yellow-red membranous soft tissue. Sectioning reveals tan-red cut surfaces. No nodules or lesions are identified. Gross examination only and not tissue submitted. Part b is labeled ¿left adrenal gland¿ and consists of 14.7 g, 4.7 x 4.0 x 2.3 cm aggregate of brown-yellow soft tissue fragments. The specimen is inked black and serially sectioned to reveal hemorrhagic centers and multiple fragments having incomplete thin rims of yellow-orange tissue ranging from 0.1-0.3 cm on the external surfaces. Representative sections are submitted in five cassettes. Part c is labeled ¿left kidney¿ and consists of 559 g of kidney with short segments of vasculature and ureter at the hilum and perirenal adipose tissue. Two segment of renal vein measuring 0.8 cm in length and 0.9 and 1.2 cm in diameter are present at the hilum and are free of tumor. The external surface is tan-yellow and shaggy and inked black. The superior aspect of the kidney is significantly disrupted with exposed mass. The 12.8 x 8.0 x 4.8 cm kidney is bivalve to reveal a 5.2 x 3.2 x 2.7 cm disrupted yellow-orange and hemorrhagic mass which is located in the superior pole, 3.9 cm from the renal vein margin and 5.2 cm from the ureteric margin. The mass extends 2.1 cm into the perirenal adipose tissue at the superior aspect. The mass does not involve the perihilar adipose tissue. The uninvolved renal parenchyma is red-brown and unremarkable. No definitive adrenal gland is identified. No lymph nodes are identified in the perihilar adipose. The segment of ureter measures 1.3 cm in length and 0.5 cm in diameter and has tan-pink unremarkable mucosa. C1, vascular and ureteric margins, shave; c2, mass to adjacent renal parenchyma; c3, mass extending from the superior pole; c4, mass to inked external surface and adjacent renal parenchyma; c5-c6, disrupted and exposed mass at superior aspect to adjacent parenchyma; c7, uninvolved kidney. Microscopic description: microscopic examination performed. (B)(6) 2018: (B)(6) hospital center. (B)(6) md. Operative note. Pre-operative diagnosis: abscess of left flank. Post-operative diagnosis: abscess of left flank at previous seroma site. Procedure(s)/description: procedure(s): drainage abscess left flank. Findings: abscess left flank previous seroma site. Assistant(s): none. Anesthesia type: general. Estimated blood loss: 50 ml. Complications (not routinely expected or not inherent to difficulty/nature of procedure): none. Specimens/cultures: pus to microbiology, tissue over abscess cavity including skin to pathology. Disposition: pacu. Condition: stable. Indications: this is a pleasant 53-year-old lady status post repair of recurrent ventral hernia by removal mesh and replacement of mesh and lysis of adhesions at the time of a nephrectomy. The patient had developed a seroma of the wound however this is now become infected and now is in need of drainage. I explained the risks to including bleeding infection need for further surgery need for removal mesh pain prolonged recovery etc. The patient understands and agrees to proceed with surgery as indicated. Technique: ¿with consent the patient taken operating room placed in the supine position. After adequate sedation and preoperative antibiotics had been given and scds [sequential compression devices] were placed lower extremities, the patient was intubated placed under general anesthetic. There about the left flank wound had its dressings and packing removed and the wound and abdomen were prepped and draped in sterile fashion. The previous incision was opened. The seroma cavity was identified. It extended mainly superior to the incision as expected. This was opened further by removing some of the overlying skin with a scalpel and then cautery to achieve hemostasis. We tried to make sure that there would not be significant undermining in packing the wound. With this completed any pus was removed. It was sent to microbiology. The overlying skin tissue was sent to pathology. The mesh seemed to have a tissue layer over at [sic] as there was no exposed mesh at this time. That being the case I did not probe deeper into the tissues as it appeared that no mesh was exposed. With the pus removed in the seroma cavity identified as such, any bleeding points were controlled with cautery and then the wound was irrigated with several l [liters] of antibiotic solution using the pulse evac device. The wound was then noted to be without any pus or odor. There is not obvious necrotic tissue. The wound was packed with 4 in kerlix soaked in a dilute betadine solution. The wound was then cleansed dried care with abds and then tegaderm. The patient allowed to awaken from sedation and was extubated taken to recovery room in stable condition case end. All sponge, needle, and instrument counts were reported to be correct at case end. Estimated blood loss was 50 ml.¿ (B)(6) 2018: (B)(6) md. Pathology report. Accession number: s18-03102. Specimen(s): a left flank abscess tissue. Specimen(s) submitted: left flank abscess tissue. Final diagnosis: left flank abscess tissue, excision: skin with evidence of subcutaneous abscess formation, granulation tissue with mixed inflammation, suture granulomas, foreign body giant cell reaction, fat necrosis and fibrosis. No evidence of malignancy. Note: an immunohistochemical stain for pancytokeratin (ae1/ae3) was used during evaluation of this case. No atypical epithelial cells are identified within inflamed tissue, supporting the above diagnosis. Gross description: specimen is received in formalin in one container with the patient¿s name, labeled ¿left flank abscess tissue¿, and consists of a 16.5 x 6.1 x 2.5 cm unoriented portion of skin and soft tissue. The epidermal surface is tan and wrinkled. The deep surface is tan-gray and indurated. The specimen is inked black and serially sectioned to reveal tan-yellow lobulated adipose tissue with focal areas of yellow fat necrosis. Section submitted in cassettes a1-a6. Microscopic description: microscopic examination performed. (B)(6) 2018: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2018 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal. Additional event specific information was not provided.